Event description:
Had hip replacement using pinnacle system with sector ii cup and altrx liner on (B)(6) 2011. Has had incredible pain after surgery. He has been unable to sit down since before (B)(6) without terrible pain. He's had swelling in the entire leg, had every x-ray, blood test, and scan imaginable and we've been told "everything looks good". We've spend (B)(6) on test and treatments, have been in the emergency room 3 times with him vomiting from the pain, and he is now on very strong narcotics, lyrica, and has done several rounds of steroids as well as 3 spinal injections. The surgeon has finally decided he'd better open this joint and see what's going on. We've had 4 months of misery and incredible expense. Not to mention the lost work time. Something has to be wrong with that joint. We are still waiting for a surgery date but are being told we will have to wait until probably (B)(6) before he can be fit into the surgery schedule. We are very frustrated. I hope this info helps figure out if there is a problem with the pinnacle system. Diagnosis or reason for use: right hip degeneration.